Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to firmly snap in the transmitter, reset smart device, reinstall g5 application, and wait for pairing to complete, which was unsuccessful. No additional patient or event information is available.